Manufacturer narrative:
Concomitant products: 694758 lead, implanted (B)(6) 2012. Evaluation summary: upon analysis, no anomalies were found.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had premature battery depletion. The ICD was explanted and rep laced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.